Manufacturer narrative:
(B)(4). Should additional information become available, a follow-up report will be submitted. Same patient as (B)(4). A review of all batch record documents was performed for h12e26018 with no issues noted during the manufacturing process. There were no deviations from standard procedure.

Event description:
This is report 1 of 5. It was reported that the patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. Treatment included levaquin 250milligram (mg) orally, zyvox 600mg orally, rifampin 150mg orally (unable to provide specifics). The patient was hospitalized for five days. The patient was recovering.

Manufacturer narrative:
(B)(4).